Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at a crack at the back of the case at the battery tube area and the battery tube threads. The pump was received with a blank display due to a corroded electronic assembly. Traces of corrosion were found at the motor assembly and battery tube. Unable to verify the critical pump error due to the blank display. The pump was received with a cracked case on the back of the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window and case.